Event description:
It has been reported to philips that the allura xper fd20 system had no image on the flexvision and that the rabbit ears have an image. The connections were checked and the cycle power wasn't available and was not usable with the pts. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite, and the reported issue could not be duplicated. The system was returned to use in good working order. Later the issue reoccurred and the fse replaced the flexvision pc in that work order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.